Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the rotawire was brokenfractured at approximately 320cm from the proximal end. The end of the section was kinked and the detached section was not returned. No more damages were found in the device. Dimensional inspection of the overall length and the outer diameter (od) of the distal tip was not obtained due to the condition of the device. Od of the middle and proximal section of the device were noted to be within specification.

Event description:
Reportable based on device analysis completed on 14-aug-2019. It was reported that the rotawire became kinked. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified distal right coronary artery. A 330cm rotawire was selected for use. During procedure, it was noted that the rotawire was kinked. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis noted that the rotawire was fractured.